Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212342 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 212342, test base part number 195-430wjr / lot 209880. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 212342 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. H3 other text : single-use: device discarded.

Event description:
The consumer reported a false positive result performed with the binaxnow covid-19 antigen self-test on a nasal sample on (B)(6) 2023. Repeat testing was performed the same day from a different brand (ihealth) and generated negative result. The consumer retested with another ihealth brand test (date unknown) which generated a positive result, so they decided to quarantine for 5 days. The consumer retested (date unknown) with a binaxnow covid-19 antigen self-test on a nasal sample which generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no impact in their treatment.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Repeat testing was performed the same day from a different brand (ihealth) and generated negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no impact in their treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.